Event description:
Procedure type: unk. Patient gender: unk. According to the reporter, the balloon did not inflate correctly and it burst. Another device was used to complete the case, nothing fell into the surgical cavity, and incision was not extended. No patient injury was reported. No further patient or procedure details were made available.